Manufacturer narrative:
E.7 initial reporter addr 1:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting that item 367988, lot 3104160, very often has little to no suction. It's not every batch but it happens alot.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting that item 367988, lot 3104160, very often has little to no suction. It's not every batch but it happens alot.

Manufacturer narrative:
No customer photos or customer samples were received for review and analysis. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Therefore, bd is not able to confirm the customers reported failure mode(little or no vacuum) with the retain sample test results. A root cause was unable to be determined.